Manufacturer narrative:
Hill-rom tech support had the customer zero the scale. The ppm was tested and found to be operating properly.

Event description:
Customer alleged the bed was found with all three ppm mode led's flashing with a note stating the bed exit alarm is not working.